Event description:
The customer reported that the device would no longer open while on tissue but was removed manually. The device also stopped activating and was not responding to the surgeon depressing the activation switch. It was reported that the pt was bleeding and this was treated with clamps. It is unk what caused the bleeding. This happened 1 minute into the case, which was completed with another device. The pt is reported to have recovered. There is no further customer info available at this time.

Manufacturer narrative:
(B)(4). The sample has been requested but to date the incident sample has not been received for eval. If the sample is received or if additional info pertinent to the incident is obtained a f/u report will be submitted.